Manufacturer narrative:
Eval summary: the unit was returned to the analysis site due to the st holster is making a very loud squeaking noise and continues throughout the case. The analysis site confirmed the customer complaint and replaced the blue cable to correct the customer complaint of "st holster is making a very loud squeaking noise and continues throughout the case", and the e-clip was replaced due to it was damaged during disassembly. Per the mammotome service manual, service test were performed with no functional faults found. As part of the standard ees service process, removed seals from lemo connectors, added heat shrink to the green and blue cables. The device history has been reviewed and has passed qa inspection.

Event description:
It was reported by the customer stating that as soon as they start to initialize their probe they notice that their st holster is making a very loud squeaking noise and continues throughout the case. There was no patient consequence reported. Case was completed using the st holster. Customer has an upright system. St holster being returned for repair.